Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an internal memory error once during start-up. There was no patient involvement. The field service engineer replaced the breathing control printing circuit board (pcb) according to recommendation two in the service manual and returned it for investigation. The evaluation of received device logs confirms a single occurrence of the reported technical error code during some startup/shutdown tests. If this error code remains, it indicates a hardware error and the recommendation is then to replace the breathing control pcb. The control pcb was tested in the reference ventilator without any fault being detected. Three pre-use checks passed and simulated use test ventilation ran for two days without any deficiency noted. If a defect related to the generated error code appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The conclusion is that the reported technical error code could be confirmed in the received device logs. During the investigation, the returned control pcb worked as expected without any problems. What caused the single error code could not be determined.